Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device had seized, was worn and running rough. It was further determined that the controller, coupling nose, gear shaft and couplings were worn. The device failed the following pre-tests: general condition, marking and labeling, check the attachment coupling, check the off/osc/on switch mode function, check the oscillation angle, check the trigger and ecu function, check switching function, check compatibility between colibri/sbd and colibri ii/sbd ii, check the function with epd console and check power at the motor with test bench, mm 67 5 to 110 w. It was noted on the service order that the device did not have enough power and was heating up too much. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.